Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023.  Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint is confirmed. Upon visual evaluation, it was noted that the central post trephine has abrasion marks on it, and laser marks are fading. Also, it was observed that the post is stuck inside the device. The most likely cause of this failure is attributed to wear and tear damage incurred over repeated usage. Device was manufactured in 2018.

Event description:
On 02/22/2023, it was reported by a sales representative via sems that a ar-9662-r central post/screw trephines post got stuck inside of the part when trying to dissect. This occurred during a case, with no patient effect reported. No additional information provided, additional information has been requested.